Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade iii/IV. The device remains implanted.

Event description:
Device has been explanted.